Event description:
I was treated with an ipl laser at the (B)(6), to remove sun damaged (pigmented skin) on my shoulders. The laser burned all the skin in contact with the device resulting in 1st and may be 2nd degree burns (with blisters). I have had ipl before at another company and did not get this nonspecific burning or blistering. The technician used a very high treatment level on my skin. You can see the shape of the device head that touched my skin. I have small squares of burned skin along my shoulders and upper back.